Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the ruptured chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two mitraclip xtr clip delivery system (cds) clips were implanted in the mitral valve without issue reducing mr to grade 1. A third mitraclip xtr cds was then advanced to treat the severe tricuspid regurgitation. There were difficulties visualizing the clip during the procedure due to the patient anatomy. The clip got tangled in the chordae when it was pulled back in the right atrium, and ruptured the chordae in the tricuspid valve. The clip was able to be implanted on the tricuspid leaflets (anterior and septal) at the location of the torn chord and reduced the tricuspid regurgitation to a moderate grade. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1494 labeled. Internal file number: (B)(4). Device coding 1494: indications for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The difficult to remove mitraclip device from the patient anatomy appears to be due to the challenging patient morphology/pathology (annular dilation of the tricuspid valve). The reported tissue damage appears to be due to procedural circumstances of the clip getting entangled in the chordae. The mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It should be noted that, per the indications for use section of the mitraclip system (IFU) the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.